Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user contacted support for assistance with an infusion set supply change (contact detach). The patient successfully completed the supply change and resumed insulin delivery. No further assistance was requested at the time of the report. The patient reported that blood glucose was slightly elevated due to a recent meal and stated they were in the startup process with the ilet device. The highest blood glucose recorded during the event was 263 mg/dl. The device alerted the patient, and insulin delivery resumed as intended. No outside assistance or medical intervention was required. The patient reported feeling fine.